Event description:
Pre dialysis treatment, pt denied any compliants. 2 hrs & 20 minutes into tx, pt c/o chills, tempt go down to 94.5 degree then spiked to 103.8 degree some swelling noted. Physician was susperted pyrogen protoscent followed,. Pt transported to e.r. (Treatment terminiated early benedryl given)